Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-q150 operation manual chapter 3 preparation and inspection gif-q150 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope did not produce an image and had a blackout. The issue was found during maintenance. The device was returned for evaluation and during the device evaluation, foreign material was found in the nozzle unit, bending section cover, and connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found blackout image due to water seepage, noise in the image due to a corroded electrical connector, foreign material on the nozzle, a cracked plastic distal end cover, a corroded electrical connector due to water leakage, no image due to a corroded electrical connector, up and down bending of the angle wire does not meet the standard value due to wear, the play of the right/left and up/down knob is out of the standard value due to angle wire wear, static noise, foreign objects on the connecting tube, detached adhesive and foreign objects on the bending section cover, a scratched universal cord, a blackout image that is unable to be restored, a scratch on the control unit, and water removability does not meet standard value due to clogging of the nozzle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).